Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the black box shows one por after a replace battery alarm on (B)(6) 2016 at 06:30; deliveries resumed at 07:50. A replace cartridge alarm was observed on (B)(6) 2016 03:11; deliveries resumed at 06:11. Battery compartment is cracked on the side from cover to threads. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 512mg/dl without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that the battery compartment was cracked. This report is being made due to the bg excursion the patient experienced due to a power issue.